Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of same device. No patient complications were reported.